Event description:
Follow up information received reported that the impedance measurements were performed on the implantable neurostimulator (ins) and were within normal limits. It was believed that the surging sensation the patient felt was due to positional changes. The patient did not want any adjustments to the stimulation since they were receiving therapy to the correct location. The patient was instructed to call the manufacturer¿s representative if they had any further issues. To date no, the patient had not contacted the representative or physician with any additional issues. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was a surging sensation and the patient had to increase stimulation. The patient was "just sitting there" when the surging started. Stimulation was at 99%, which was 2.995 volts. Current and impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).